Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was recommended for replacement to resolve the issue. Block a: no patient information to date after calls to end user 24-feb-25 and 10-mar-25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the issue with the flow sensors was not duplicated.